Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 8x040 smart control self-expanding stent (ses) was intended to be deployed for an iliac lesion, but it migrated within the vessel and ended up in the aorta. The patient did not sustain any significant injury. The device was stored, prepared and used by instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 8x040 smart control self-expanding stent (ses) was intended to be deployed for an iliac lesion, but it migrated within the vessel and ended up in the aorta. The patient did not sustain any significant injury. The device was stored, prepared and used by instructions for use (IFU). Additional information was requested; however, the information was not obtained after multiple attempts. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for evaluation. A non-sterile unit of ¿pkg assy 8x040 smart vas120cm¿ was received for analysis inside of a plastic bag. The device was unpacked for product evaluation and was received in two separate pieces. The separation was located approximately 43 cm from the proximal end. Visual inspection confirmed that the stent was fully deployed; however, the stent and lock tab were not returned for analysis. No additional anomalies were identified during the visual examination. Dimensional analysis of the usable length and outer sheath length could not be performed due to the separated condition, which prevented accurate measurement. Functional assessment of the handle mechanism was conducted to evaluate the tuning dial performance. Given the separated condition of the unit, functional testing was limited to a simulated evaluation of the handle assembly. The tuning dial and deployment lever were reset to their manufactured positions. The tuning dial was rotated clockwise, as indicated by the directional arrow, followed by retraction of the deployment lever. The mechanism fully deployed and operated smoothly, with no observed anomalies or damage during rotation of the tuning dial. Examination of the separation site using a vision system identified elongation features along both fracture edges. These elongation characteristics are consistent with material tensile overload, indicating that the device was subjected to tensile forces exceeding the material¿s yield strength prior to separation. The reported ¿stent delivery system (sds) deployment difficulty inaccurate placement¿ could not be verified, as no procedural imaging or supporting clinical documentation was provided to substantiate inaccurate placement of the smart control self-expanding stent (ses). The additional finding of ¿stent delivery system (sds) separated¿ was observed during product evaluation, as the device was received in two pieces; however, separation was not described in the initial event report. Therefore, it cannot be determined whether the separation occurred during the clinical procedure or during post-procedural handling and shipping. Product analysis confirmed full stent deployment, normal handle function during simulated testing, and no evidence of intrinsic mechanical malfunction. Examination of the separation site demonstrated elongation features consistent with tensile overload, indicating that the device was subjected to forces exceeding the material yield strength prior to the separation. These findings are indicative of externally applied tensile forces during manipulation rather than a material or manufacturing defect. Although the device was reported to have been stored, prepared, and used in accordance with the instructions for use, the absence of procedural details precludes definitive root cause determination. Based on the available information, the reported events are most consistent with procedural factors, vessel anatomy or lesion characteristics, and device handling contributing to the stent migration and subsequent delivery system separation. According to the instructions for use, which is not intended as a mitigation of risk, ¿advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Post-deployment stent dilatation: advance the deployment lever to its pre-deployment position (figure 1) while maintaining the handle in a fixed position. Recover the delivery system by pushing the lever as far forward as possible and then turning the dial counter-clockwise, while keeping pressure on the lever, until the lever reaches the end of the slot and the tip is resheathed. While using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire, into the catheter sheath introducer and out of the body. Remove the delivery device from the guidewire.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time. R: 3243/c0706 3252/c070603.

Event description:
As reported, the 8x040 smart control self-expanding stent (ses) was intended to be deployed for an iliac lesion, but it migrated within the vessel and ended up in the aorta. The patient did not sustain any significant injury. The device was stored, prepared and used by instructions for use (IFU). Additional information was requested; however, the information was not obtained after multiple attempts. Additional information was requested; however, the information was not obtained after multiple attempts. The device will be returned for evaluation.